Event description:
Djo aware date: (B)(6) 2011. Complainant reports lesion to right knee after use of djo brace following arthroscopy and lateral release surgery to right knee on (B)(6) 2010. Preexisting medical conditions of complainant include a history of right knee pain beginning in 2010, diagnosed as patellofemoral syndrome. Complainant underwent various treatment types: physical therapy, oral anti-inflammatories and injections and oral steroids for over a year, eventually leading to the arthroscopy and lateral release. It is unclear at what time the complainant received the brace and the time period for which the brace was applied. Complainant sought treatment to repair lesion from dermatologist and plastic surgeon. Djo considers any incident requiring medical intervention a reportable event. Doctor progress reports summarize that abrasion is caused by surgery and subsequent steroid injections. Doctor reports do not conclude that lesion was caused by brace. Brace was returned to djo and eval report indicates that the brace met specification.